Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. The 4.50x12mm rx nc trek balloon dilatation catheter (bdc) was used for post dilatation of a stent. During removal, the shaft separated. The separated portion was in the guiding catheter therefore it was simply removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.